Event description:
It was reported that the right ventricular (rv) lead was explanted due dislodgment. It was noted by the boston scientific representative that the dislodgement was due to twiddler's syndrome. The lead was replaced. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that the right ventricular (rv) lead was explanted due dislodgment. It was noted by the boston scientific representative that the dislodgement was due to twiddler's syndrome. The lead was replaced. No additional adverse patient effects were reported. The lead is expected to return for analysis. Additional information was received from the boston scientific representative the dislodgement was confirmed through a chest x-ray and the r-waves had decreased.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The lead had passed a stylet insertion test without issue, indicating no blockage in the lumen. A visual inspection revealed twists in the lead body. It was noted that there was deformed insulation that is consistent with twiddler's syndrome.

Event description:
It was reported that the right ventricular (rv) lead was explanted due dislodgment. It was noted by the boston scientific representative that the dislodgement was due to twiddler's syndrome. The lead was replaced. No additional adverse patient effects were reported. The lead is expected to return for analysis. Additional information was received from the boston scientific representative the dislodgement was confirmed through a chest x-ray and the r-waves had decreased. The lead was returned for analysis.

Manufacturer narrative:
Correction to field h6: patient code.

Event description:
It was reported that the right ventricular (rv) lead was explanted due dislodgment. It was noted by the boston scientific representative that the dislodgement was due to twiddler's syndrome. The lead was replaced. No additional adverse patient effects were reported. The lead is expected to return for analysis. Additional information was received from the boston scientific representative the dislodgement was confirmed through a chest x-ray and the r-waves had decreased.